Manufacturer narrative:
Internal reference: (B)(6) block h6: added 4755 (part/component/sub-assembly term not applicable) and 2199 (no health consequences or impact).

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacture¿s policy. No information available. All reasonably known patient information is included in this report. No information available. Not applicable for this device. Not applicable for this device country is (B)(6). The returned device was visually and microscopically inspected. The manufacturer's guide wire was stuck inside a non-manufacturer catheter. After a slight strain, the manufacturer's guide wire was removed from the non-manufacturer''s catheter. There was no damage observed on the manufacturer's guide wire. The probable cause of the reported failure was an unexpected flaw interaction between the distal core of the manufacturer's guide wire and the bend on the distal end of the non-manufacturer''s catheter. In addition, the health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter code: 2199 (no health consequences or impact). Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a coronary procedure inside the body before normalization, the manufacturer's guide wire was flushed and zeroed without any problems. During loading into a non-manufacturer's's catheter, resistance was encountered and the manufacturer's guide wire got stuck in the non-manufacturer's's catheter, thus was removed as a unit. The procedure was completed with a non-manufacturer's's guide wire. No patient injury reported. Outside the patient's body, the manufacturer's guide wire was introduced into the non-manufacturer's's catheter, but resistance was encountered at the tip. This product problem is being submitted because the manufacturer's guide wire and a non-manufacturer''s catheter were removed as a unit.